Event description:
A report was received that the patient was experiencing discomfort at the anchor site as the clik anchor was bulky. The patient underwent a revision procedure wherein the click anchor was replaced with a suture sleeve. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.